Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that her device was not working. The patient reported patient programmer (pp) shows poor communication with and without antenna. The patient stated batteries were dead. She replaced batteries. She tried using pp with and without antenna. The patient reported that she was having trouble with urgency and not making it in time. It has been going on for some time. She did not notice it but they changed her medication and now she was getting up to pee a few times at night and she was peeing all day long and never make it to the toilet. She has to wear adjust diaper thing. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3093-28, lot# j0417617v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that her ins was replaced because only two electrodes were working instead of four when it was discovered in 2019. Patient stated her implant device was turn off and she thought it was something in the environment that was causing ins to turn off in 2019.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called responding to the letter sent in (B)(6) 2018. They stated they had went to a doctor to try to get it fixed and the doctor turned it on. They went to see them again as it wasn't doing its job, they were told it was working fine. They also reported that the handheld would not talk to the device despite troubleshooting. They were now seeing a new healthcare provider where they lived.